Event description:
During a ventricular tachycardia ablation in a patient with paraplégia, a hemothorax occurred. There was no possibility to use femoral access and retro aortic access was not an option either due to an aortic mechanical valve. Therefore, the physician decided to use the jugular venous approach and transseptal to access the left ventricle (lv). The first intent was to perform a ventricular transseptal but the physician was not able to pass through the tricuspid valve. The second attempt was to perform an atrial transseptal, using agilis epi and baylis needle, but stability was poor. Transesophageal echocardiography was used in both cases. The physician then decided to perform a trans-apical puncture, directly through the lv apex. Agilis epi was inserted into the lv and an hd grid and then the tacticath catheter was used to map the lv and ventricular tachycardia. The patient was stable throughout the entire case. Mapping and ablation could be performed without any hemodynamical issue. The physician decided to remove the catheters and closed the puncture using a femoseal device; no blood leakage was observed. Shortly after, saturation lowered and analysis confirmed a hemothorax, with blood compressing the lungs and the patient was sent to surgery. The blood was drained and it was confirmed that no leakage was observed from the lv. The patient was stable after the surgery. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. Baylis medical has decided to submit this report because the nrg transseptal needle was reported to be among the devices used in the procedure.

Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. DHR review was completed and the device fulfilled all requirements prior to release. Baylis medical's nrg transseptal needle is indicated for creating an atrial septal defect and as per the labeling, it is intended to be used from femoral access and not transapical access. The device used for transapical access in the procedure is not known. Further information will be requested from the site to get further understanding of the procedure workflow and contributory causes.